Event description:
Hillrom received a report from a hillrom technician stating the power cord sparked when bed was turned on. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Per the hillrom service manual, the p500 therapy surface requires an effective maintenance program. We recommend that you perform an annual preventative maintenance schedule. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Replace the power cord, if damaged. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in november 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.